Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported on behalf of her friend who had an unspecified number of tampon pledgets fall apart upon removal. No further information was available about the friend's experience in regards to her use of the product or outcome.